Manufacturer narrative:
Further investigations of patient sample 2 determined the sample contained an interfering factor against the ft3 assay antibody/idiotype. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys tsh and the elecsys ft3 iii assay on multiple roche analyzers and compared to the abbott architect method. The questionable results were reported outside of the laboratory. This medwatch will apply to the ft3 iii assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the tsh assay. The sample was initially tested with tsh and ft3 iii on the customer's cobas e 801 module on an unknown date. The sample was provided for investigation, where it was tested with the tsh and ft3 iii assays on a second e 801 module on 26-may-2023. During investigations, the sample was also tested with the tsh and ft3 assays on a cobas e 411 analyzer. The sample was also repeated using the abbott architect tsh and ft3 methods on 02-jun-2023. Refer to the attachment for all relevant test data. The serial number of the customer's e 801 analyzer was requested but not provided. The serial number of the e 801 analyzer used for investigation is 14d9-06. Ft3 iii reagent lot number 669112, with an expiration date of 28-feb-2024 was used on this analyzer. The serial number of the e 411 analyzer used for investigation is 65g1-25. Ft3 iii reagent lot number 669112, with an expiration date of 28-feb-2024 was used on this analyzer.

Manufacturer narrative:
The samples were requested for investigation. H3: other text : na.